Event description:
Event description guidant received information that this implantable cardioverter defibrillator reached middle of life 2 (mol2) after approximately 1.7 months of service. Programmed parameters stored within the device memory was obtained by the field, and returned to guidant for engineering analysis. An engineering longevity calculator applied to this data on august 8, 2006 indicates that this device is prematurely depleting. A rough estimation of when eri might occur indicates that this is expected to be greater than one year. The cause of the premature depletion cannot be determined from a review of the pg's memory.